Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the cgm error code did not appear again. The customer was able to successfully start their sensor session afterwards.